Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Hvdchb) has solidified inside the ampoule (after 5/6 minutes) and it was impossible to inject the amount of cement that the surgical team intended to. Then a second kit was opened and after the introduce of the amount of cement required, and upon withdrawal of the exchange access through which the cement is injected, the team found that there was a setback of the cement for the open path from the pedicle. The surgeon has strictly followed the indications of use for this product, and when removing the trocar, he introduced the internal bayonet that helps to push the cement that is inside the trocar and used semi-rotating movements in the recoil of the access trocar.